Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient experienced an unexpected motor stall with subsequent withdrawal signs and symptoms prior to explant. The pump was interrogated and there was an attempt to change program settings in an attempt to restart the motor. The pump was explanted on (B)(6) 2016. It was unknown if there were any environmental, external, or patient factors that may have contributed to the issue. It was also unknown if any diagnostics or troubleshooting was performed. The patient status was ¿alive ¿ no injury¿. The issue was resolved.

Manufacturer narrative:
Analysis revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.